Event description:
It was reported that the atrial lead was unable to be implanted. A new lead was used; no patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.